Event description:
It was reported that during an unk procedure, due to a balloon leak, the band was removed. Pt's current condition not provided.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.